Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedances, measuring greater than 2000 ohms. The lead was capturing appropriately and there was no oversensing. The physician will continue to monitor. This lv lead remains in service. No adverse patient effects were reported.